Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while the customer was trying to load a new cartridge and the pump stopped all insulin delivery. Customer reported a blood glucose level was 194 (mg/dl). It was reported that the customer had manual injections available for alternate insulin therapy.